Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of having a hard time breathing and maybe it was due to how the cardiac resynchronization therapy defibrillator (crt-d) was setup. Patient noted going to physical therapy and while riding a stationary bike, the heart rate increase and then dropped dramatically. Patient reported running around the building and the heart rate increasing and then dropping dramatically again. It was noted that the device was not set right. It was also noted that the rate response was turned off and reprogramming was done to turn it on, which made the patient feel better. Patient noted the physician stating that maybe the patient issues was due to the patient vehicle. The patient drives an electric car, plugs the vehicle in to charge it and sits inside of the vehicle. Patient also notes that the blood oxygen levels have been low also. The device remains in use. No further patient complications have been reported as a result of this event.